Event description:
Customer reported that the infant heel warmer exploded during activation. No further information was provided.

Manufacturer narrative:
Device history record review was completed on the reported lot v2c235. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. We will continue to monitor trends for this product.